Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is scheduled for a follow-up appointment in 15 days to monitor the impedances.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurement show several channels with hi status or short circuit. Reportedly the hearing performance is not affected. The device remains implanted and in use.

Event description:
The user was scheduled for a follow-up appointment to monitor the impedance values.